Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a field service engineer confirmed with the customer that the devices were back online, logged into remote support service (rss) and verified their online status, and successfully tested functionality. The customer clarified that the pyxis device issue had been resolved by the internal information technology team, and the fst team was not involved in addressing the problem. The system functioned as intended after the hospital information technology team troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, pyxis device not connected to the network. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.